Event description:
The customer had sporadic issues with ion selective electrode (ise) and bicarbonate results. The customer only provided information for one patient. Of the data provided for the one patient sample, only the sodium result was discrepant. The initial result was 159 mmol/l and was reported outside the laboratory. The repeat result was 140 mmol/l. The repeat result was believed to be correct. The incorrect result was caught and corrected within a few minutes. The patient was not adversely affected. The sodium electrode lot number was f58 with an expiration date of 11/30/2015. The customer believed there might be an issue with the di water system as a red light on the system had been off for two weeks or more. The field service representative found there was system contamination from the di water system. He also found crimped sodium hydroxide tubing which was causing intermittent splattering out of the cell. The di water system was serviced and the analyzer decontaminated. Precision testing and qc were performed. The investigation could not determine a specific root cause. The problems found by the field service representative were likely causes as both would contribute to sodium contamination.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.